Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) has been showing shock impedance spikes leading to high, out of range values intermittently. The patient had episodes where therapy was needed and shock impedances were within normal limits. Other lead measurements were stable. Various options on how to proceed were reviewed. The rv lead and the ICD remain in service. No adverse patient effects were reported.